Event description:
A customer reported that their device's battery was not charging and the wake button was unresponsive. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up from the support team, and additional information regarding the outcome of the event was unavailable.